Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) experienced lead migration resulting in the delivery of stimulation to the incorrect area. Surgical intervention was undertaken to reposition and re-anchor the lead. Effective stimulation was recaptured for the pt following the procedure.